Event description:
Complainant's dentist used the product, intended to treat sensitive gums, on her 4 times during a six-month period. The product burned her gums severely, and caused a great deal of pain. The dentist claims never to have seen this reaction before but continued to use this product.